Manufacturer narrative:
The reported event of flushing fluids noted exiting through the lead insulation was confirmed. A full lead was returned for evaluation. Electrical tests did not find any anomalies. The flush test was performed and confirmed a lead body insulation leakage at 28.8 cm of the lead. The cause of insulation damage was consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the lead failed insertion test and further identified an over-sized diameter of 4.30 mm at 39 mm from the molded connector via dimensional analysis. No other anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-31865. It was reported that the patient presented in clinic for generator upgrade. During the implant of the left ventricular (lv) lead at posterior lateral coronary sinus branch, the physician failed to advance testing tools into the lead. It was also found that the lead exhibited high out-of-range pacing impedance when connected to the pacemaker. The lead was not used and an alternate lead was attempted to be implanted. It was then found that there was insulation damage on the alternate lead. The procedure was completed using a second alternate lead on (B)(6) 2021. The patient was stable pre, during and post procedure.